Event description:
Information was received indicating that a smiths medical pump was being in epidural programmed intermittent bolus mode. During the epidural, the pump worked and the remaining volume was decreasing and there was no alarm detected. The pump did not detet air in the tubing when the pump worked. The patient was in pain and at the end of the infusion the pocket was full. The pump was tested and it was noted that the cassette was loose. The flow stop system was not open and the infusion did not pass while the pump was worked. There were no other adverse events reported.